Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. No additional patient or event information is available. Data was provided for evaluation. The complaint confirmation was confirmed via data. The root cause was determined to be potential patient misuse.